Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu)/erbe to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product associated with this complaint to perform failure analysis (fa). The iesu was analyzed and found to have no failure. The unit energized and cauterized and all ports recognized instruments. The complaint was not confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the monopolar was not working. Prior to calling in, the user had replaced the green monopolar energy cable and instrument, and power cycled the integrated electrosurgical unit (iesu) with no change. No related errors in logs were noted. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed bipolar did not work; both were working earlier. The tse walked the customer through the hard power cycle of iesu, the replacement of bipolar and monopolar energy cables, and moving to other energy output connectors on front of iesu with no change. The customer moved the monopolar curved scissors (mcs) instrument from universal surgical manipulator (usm) 3 to usm 4 and confirmed green ground pad indicator with no change. The customer also confirmed the position of the cable. The doctor asked if they could use another iesu as the other system on site was not in use. The tse advised the whole vision side cart (vsc) would need to be swapped. The doctor proceeded with swapping vsc. The procedure was converted to another da vinci system with no indication of patient injury. Isi followed up with the customer and gathered the following information: the procedure was completed with a generator from another xi system on-site. The customer had to move systems. The procedure was completed robotically with a different da vinci system. There was no injury to the patient. To resolve the reported issue the customer changed cords, changed instruments, and rebooted and none of these worked. The system functionality was checked upon powering the system. The system initially powered on without errors, but the energy would not be pushed from the generator to the instruments.